Event description:
On 19july2021 the customer reported non-reactive covid igg results (access sars-cov-2 igg ii, part number c69057, lot number 124558) were generated on the customer's access 2 analyzer (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)) for several patients. The customer did not provide an exact number of patients but provided covid igg results for one patient. The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care of treatment in connection with this event. The customer indicated the patient obtained a positive sars-cov-2 result with a rapid test, alternative method. Alternative method information was not provided. The customer reported that that the patient had been vaccinated against sars-cov-2. Customer indicated the patients had been vaccinated with the sinovac vaccine; however, vaccination dates were not provided. No hardware errors were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.

Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as date of birth, weight, ethnicity or race. The access sars-cov-2 igg ii assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detects antibodies directed against the spike protein, which are more likely to neutralize the virus. No manufacturer guarantees both a specificity and sensitivity of 100%. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Differences in each individual assay are expected. Different vaccines do not elicit the same immune response and each patient response is different therefore differences in patient responses are expected after vaccination. The access assay is not labeled for vaccine response detection. Additionally, per safety communication from FDA on 19may2021, antibody testing is not currently recommended to assess immunity after covid-19 vaccination. In conclusion, the cause of this event is likely due to use error.